Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 200 retained samples from each of two lot numbers were inspected, and no additive defects were found. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4156059 and 4205669, for the indicated failure mode: clotting. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2e 7.2mg plus blood collection tube an unspecified number of samples exhibited clotting. This led to low counts of white blood cells and neutrophils. During follow up with the customer regarding the clotting they stated that it was determined that the bd tube was not at fault for the issue. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4156059. D4. Medical device expiration date: 30-sep-2025. H4. Device manufacture date: 04-jun-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 7.2mg plus blood collection tube an unspecified number of samples exhibited clotting. This led to low counts of white blood cells and neutrophils. During follow up with the customer regarding the clotting they stated that it was determined that the bd tube was not at fault for the issue. No adverse impact was reported regarding the patient or user.